Event description:
It was reported that an ilet user experienced a pairing failure when attempting to connect a newly applied libre 3+ sensor to the ilet system after the prior sensor had expired; the user was guided through pairing on the ilet and ilet mobile app, and the sensor entered the standard warmup period. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included continuation of therapy without interruption and user education on the warmup period. Investigation included technical troubleshooting and user education through customer support. Investigation of this case revealed successful resolution with sensor warmup initiated and no device malfunction confirmed. It was concluded that the event was attributable to an initial pairing failure that was resolved through guided troubleshooting, with the system functioning as expected thereafter.